Event description:
Septic intensive care patient into surgery, intubated from intensive, ventilation problems pre-operative and temporally coinciding with sternum splitting. It was possible to provide patient with air, but a smaller amount comes back, high airway pressure builds up eventually and the patient needs to be reintubated. Potentially difficult airway when patient was intubated while awake the day before due to swelling on the neck. Tube kinks intraorally observed. Patient is doing fine after surgery.